Event description:
As reported by the user facility: (B)(4), serial # unknown, 1 item, reported (B)(6) 2012, occurred (B)(6) 2012. Reports nurse heard a popping sound coming from a pt's room. Observed smoke emitting from the electrical cord at the extension. No pt injury, pt was removed from the room due to smoke. Hospital electrician checked the electrical outlets and could not find any indication the issue was from the outlets.

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). Visual examination revealed obvious traces of an electronic fire that occurred between the u.s. Power cord and power supply. There were soot marks evident across the entire connection of the primary adapter (power cord) and the power supply. The p2 connector lock was broken off. Because of the destruction, the function of the power supply could not be checked. The sample and all available information has been forwarded to the manufacturer for further investigation. The manufacturer's investigation into this event is on-going at this time. A follow-up report will be provided after the inspection results are available.